Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, but no notable events occurred before the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer's health. Technical support assisted the customer with resetting the pump malfunction, and after resetting, the issue did not recur. The customer was able to continue using the pump and was advised to contact support if the problem reoccurred.